Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the distal side of the rebar catheter was broken off when the product was opened. The event was not associated with the patient. The devices were prepared according to the instructions for use (IFU). The catheter was not flushed.

Manufacturer narrative:
H3. Product analysis: ¿ equipment used: vis (m-78210), 203cm ruler (m-83361) ¿ as found condition: the rebar-18 catheter was returned for analysis within a shipping box, an opened rebar-18 outer carton (b707352), an opened rebar-18 inner pouch (b707352), and with a dispenser coil. ¿ damage location details: no damages were found with the rebar-18 catheter hub. The rebar-18 catheter body was found kinked at ~79.3cm, ~31.7cm, ~8.5cm, and ~2.0cm from the catheter distal tip. In addition, the rebar-18 catheter body was found flattened at ~11.0cm, ~9.5cm, ~7.0cm, and ~6.0cm from the catheter distal tip. The rebar-18 catheter distal tip was found to be in good condition. No breaks or separations were found with the rebar-18 catheter. ¿ testing/analysis: none ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿catheter separation/break¿ report could not be confirmed. No breaks or separations were found with the returned rebar-18 catheter. However, the returned rebar-18 catheter was found kinked and flattened. Damage can occur due to an impact from an unknown source prior to being opened, damage during storage, use-related, or manufacturing-related (e.g., operator handling damage, missed inspection). However, the cause of the catheter damage could not be determined. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.